Manufacturer narrative:
Lead was capped on (B)(6) 2018. The lead and the ICD were not returned for analysis. The analysis is therefore based on the returned data. The returned data have been analyzed. The analysis of the available iegms confirmed simultaneous artifacts in the ventricular as well as the far-field channel leading to the detection of short intervals in the vf-detection zone. Based on the information available for analysis the root cause of the clinical observation could not be determined. Furthermore, the manufacturing processes for the lead as well as the ICD under complaint were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. No conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.

Event description:
Ous MDR - after an implantation period of 71 months, oversensing was reported. Possible lead damage was suspected. At the moment biotronik has no further information with regard to a revision procedure.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is therefore based on the returned data. The returned data have been analyzed. The analysis of the available iegms confirmed simultaneous artifacts in the ventricular as well as the far-field channel leading to the detection of short intervals in the vf-detection zone. Based on the information available for analysis the root cause of the clinical observation could not be determined. Furthermore, the manufacturing processes for the lead as well as the ICD under complaint were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. No conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.